Event description:
Approx three months ago a lung transplant pt was closed with a sternal locking plate and screws. The pt healed and a f/u x-ray shows one of the screws had backed out and is free of the plate. The pt is asymptomatic and the surgeon does not plan to re-open the pt to retrieve the screw at this time.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.